Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide with a 6fr sheath after a percutaneous transluminal angioplasty procedure in the right superficial femoral artery, via ipsilateral approach. Reportedly, while examining the proglide device, prior to insertion through the sheath, a little kink was noticed at the sheath below the distal guide. The device was backloaded over the guide wire until the guide wire exit port of the device sheath was above the skin line. The guidewire was removed and advancement of the proglide device was continued; however, at some point the system got blocked and could not be inserted into the arterial lumen. The device was removed without further manipulation. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions: per instructions for use under precautions: prior to use, inspect the perclose proglide smc system to ensure that the sterile packaging has not been damaged during shipment. Examine all components prior to use to verify proper function. The device was returned for evaluation. The reported kink at the sheath below the distal guide was confirmed. It was reported that this observation was identified during the product examination and prior to inserting the sheath into the patient anatomy, butt the device was introduced into the anatomy via backloading the device over the guide wire. This is inconsistent with the instructions for use that states, do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. A sheath kink would create difficulty or resistance to advancing the device into the anatomy. Continued advancing the device into the anatomy against resistance or at an angle greater than 45 degrees could potentially break the guide. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device insertion due to kinked sheath incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.